Event description:
The site reported difficulties with the software while loading a CT scan, navigating to targets and also received an error message while attempting to use the locatable guide with the superdimension system. The case was canceled and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
The locatable guide, a component of the superdimension system, was received and is still under evaluation. Out of an abundance of caution, superdimension is filling this MDR because of the additional risk associated with multiple exposures to general anesthesia.